Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer reported sensor calibration and bolus wizard anomaly. The customer treated was for the high blood glucose levels with a manual injection. The customer¿s current blood glucose level was unknown. The customer did troubleshooting and confirmed the bolus wizard setting kept shutting itself off. The insulin pump will be returned for analysis.